Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the strip lot was performed. In-house testing on strip lot 378740a met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A medical condition was identified, lupus, that may impact the performance of the assay. This could not be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value patient's therapeutic range 2 - 3 (B)(6) 2016 inratio inr =1.4; repeat inratio inr = 2.9; poc inr = 3.1; lab inr = 2.9 all tests performed on (B)(6) 2016 were completed within two hours. No reported adverse patient sequela.